Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in atrial fibrillation with rapid ventricular response and received an inappropriate shock for ventricular tachycardia after anti-tachycardia pacing. Reprogramming was done and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.